Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
Patient information was unavailable from the site. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while setting up for a spinal fusion, motion calibration prompts appeared on the imaging system. The motion calibration was performed and the site continued with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.